Manufacturer narrative:
(B)(6) 2021 - atec investigational team spoke with the sales rep concerning the event. The rep stated that the >30 min delay in surgery attributed to this complaint was not due to the blade break or the retrieval of the broken component, but that there were general learnings and surgical challenges that presented the delay. Overall, retrieval of the broken piece was approximately 15 minutes. An evaluation of the returned 80mm blade found it had experienced a failure of the right jaw component (pn 169-102) where it assembles with its hinge-pin. This failure mode is consistent with excessive loading of the cross-sectional area between the pin and the jaw. This excessive loading is brought on by over-tightening the blade during initial assembly of the blade to the screw shank component prior to insertion into the surgical site. The stress fracture is then propagated to a full break when the blade is subjected to normal forces during the procedure. All broken pieces of the blade were retrieved from the surgical site.

Manufacturer narrative:
The returned device is currently under investigation. A follow up report with results of the investigation will be submitted upon completion.

Event description:
The retractor was removed and the blade came out of the patient missing the wing. The detached wing was removed from the patient causing over 30 minutes delay in the case.